Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that 2 of 10 bd insulin syringe with the bd ultra-fine¿ needle had needle lengths that ¿seemed to be doubled in the length of the others¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4293843. All inspections were performed per the applicable operations qc specifications. There were no notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension on lot # 4293843. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 2 of 10 bd insulin syringe with the bd ultra-fine¿ needle had needle lengths that ¿seemed to be doubled in the length of the others¿. There was no report of exposure, injury or medical intervention.